Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the customer to use multiple daily injections to ensure insulin delivery is not interrupted. Customer was informed they would receive a pump with updated software and was given instructions on the necessary steps to take upon receiving the replacement, including returning the problematic pump. Training would be available through their tandem source account, and a full shipping process was explained, which the customer understood and acknowledged.